Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the instrument was received with no device loading unit and a broken shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the observed damage is due to excessive force being applied to the pivot area during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
During a lap inguinal procedure, the scrub tech was given the device out of package and when it was handed to surgeon it was jammed and would not fire. A new device was opened to continue the procedure. There was no medical intervention or injury to the patient.